Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate the reported event. The gantry was replaced as a preventative measure. The system was then and met all product specifications. The root cause of the reported event cannot be determined conclusively. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported unintended gantry movement prior to treatment. The case was completely successfully. Follow up information obtained stated the gantry would move downward toward he patient. It would occur when the patient was in the room but not docked. The issue happened intermittently and there was no patient harm.